Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of hospitalization for high blood glucose of 900mg/dl due to a possible issue with the infusion set. The customer treated with manual injection. Customer indicated that their doctor has been contacted and their blood glucose value was 327 mg/dl at the time of the call. No further assistance was necessary. No further details given.